Manufacturer narrative:
Additional information provided in d.9, h.3., h.6., and h.11. No technical inquiries were received from the customer. Three trocar handle/blade assembly and 3 trocar cannula hub assemblies were received for the report. Sample 1 was visually inspected and was found to be conforming. Functional leak test was then performed and sample 1 was found to be conforming. The returned samples 2 and 3 were visually inspected and both were found to be nonconforming with damaged septum, double slit and hole in septum. Leak testing could not be performed on samples 2 and 3 due to the damage of the samples. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The investigation conducted a non-conformance review of the reported lot number. No deviations were identified and all corresponding production release specifications defined in the device master record were met. Sample 1 was visually and functionally inspected and was found to be conforming and based on evaluation of the information and materials received for samples 2 and 3, the evaluation confirms the closure valve of trocar did not work and could have caused the intraocular pressure decreased as noted by the customer. The damaged condition of the valve could have contributed to the reported event. How and when the valves became damaged could not be determined from the evaluation and the investigation was unable to verify the root cause or origin of the reported event. A contributing factor to the damage in samples 2 is during insertion/removal of the instruments from the trocar cannula during surgery as well as the probe being actuated during insertion/removal from the trocar. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. Sample 1 met specifications and as the root cause and its origin are inconclusive. For samples 2 and 3, further investigative or manufacturing actions are not warranted at this time. An acceptance quality inspection is performed to ensure product meets release acceptance criteria. This inspection includes evaluation for damaged valves. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
The physician reported that closure valve of a trocar did not work and intraocular pressure decreased during the cataract/vitrectomy combination surgery. The surgery was completed after replacing the product with another one. There was no report of patient impact.